Manufacturer narrative:
Batch review performed on 12 may 2023: lot 2008683: (B)(4) items manufactured and released on 18-dec-2020. Expiration date: 2025-12-06. No anomalies found related to the problem. To date, 16 items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 1 year 8 months after the primary, the patient came in reporting pain due to a loose tibia and the cause is unknown. The surgeon revised the tibia and insert and the surgery was completed successfully. The patient was previously revised from competitor to medacta implants.